Event description:
The device was explanted and replaced and the patient was stable.

Event description:
During a follow-up, the device was not able to be interrogated and premature battery depletion was suspected as no pacing was noted. A device replacement procedure is anticipated. The patient was stable.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, the device was not able to be interrogated and premature battery depletion was suspected. A device replacement procedure is anticipated. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.